Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) representative (rep) received the alleged faulty main pcba (printed circuit board assembly) and installed in a known good unit. Once powered in service mode, the carefusion fa rep viewed the event error log, "xdcr fault" (transducer fault) event recorded. The carefusion fa rep powered up the unit with customer settings, and was able to duplicate the problem instantaneously. The carefusion fa rep performed xdcr calibrations and the drift count was out of specifications. This is considered a known issue and is being addressed through an internal investigation.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the defective will not be returned unless a replacement is provided by carefusion. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported high pip (peak inspiratory pressure), xdcr (transducer) fault alarms while using the vela ventilator. The customer reported doing xdcr calibrations but only to have repeated failure. The issue occurred during patient use. The customer reported an audible alarm was present. The customer reported the patient was taken off the suspect device and placed with a known good ventilator. At this time, there are no known reports of patient consequence associated with the event.